Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h11 corrected fields: d4(lot, UDI), e2

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by a customer that during use the sensation plus 40cc intra-aortic balloon (iab) had a membrane perforation and needed to be emergently removed. No harm is reported.

Manufacturer narrative:
Updated fields:b4,b7,d10,g3,g6,h2,h11. Corrected fields: d1,d4(version or model #,catalog #). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).